Manufacturer narrative:
According to g905704 ver.24.0 within in-process the peeltest is carried out. Point 5.11.3 peelpack must not be sealed so strong that paper residues remained on the foil or paper tears. Seal should be enough strong to keep paper and foil together without any irregularities. Review of test results ,recorded in form g906996 v.1.0, was carried out and all samples passed peeltest requirements. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production and sterilization process of the mentioned lot. No similar complaints received on the lot in question were recorded in trackwise. Also no similar complaints were received on this lot a this issue. -% affected pcs against the lot equals 0,0004%.the defect reported is below the aql 0,4. The increased trend of complaints, related to the pouch paper tears unevenly during opening, was observed. Therefore a CAPA has been raised to address the issue. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Event description:
End user states "when he goes to open the catheters by peeling them apart as he always has, he feels the adhesive is too strong on the sides of the packaging and it will tear unevenly so the paper is sticking to the sides and only the middle will tear out as he pulls. He said it tips down the middle for about 3 inches. He said the paper backing is not permeated through with water immediately after bursting water sachet when he is opening it and this packaging is tearing unevenly," no harm reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.